Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient also noted their hand started flapping when they turned stimulation off.

Manufacturer narrative:
Event date approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient had muscle spasms in their shoulder and could trigger them by turning their head to the left and stop them by turning their head to the right. The patient's healthcare provider (hcp) indicated that the patient had an imbalance between their two sides, and that their implant made the situation worse. The patient was scheduled to follow-up with their hcp for this and scheduled manipulations. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating there was a discomfort in the patient's neck area that felt almost like a vibration. This seemed to put the muscles "over the edge" and developed into a shoulder spasm. The patient noted they would manage this by adjusting their body posture, and indicated it was not seem system related. When they turned off the device these symptoms went away. The patient was directed to follow-up with their hcp to discuss their symptoms.

Manufacturer narrative:
Updated to reflect earliest date of symptoms related to event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on nov-09 confirmed that they got the patient programmer to work. It was noted that the spasm is a constant occurrence though it is a controllable mechanical issue. The patient has felt a tension in their shoulder form the start, and when they turn off the implant to do exercises that have been prescribed their muscle relaxes. Consequently, when they turn the implant back on it tightens back up again and, as such, is related to the device. There were no circumstances that led to the muscle spasms and the patient consulted with a physiatrist because the neurologist had no resources to direct them to. The patient was prescribed some exercises which they have been doing but so far it has not dealt with the problem, with them feeling they cannot get ahead of the issue with what has been prescribed so far. If anything, the issue is getting worse, not better. The healthcare professional (hcp) has been seen twice with no help even after they prescribed a muscle relaxer and "something else." X-rays and "another test of some sort" were also performed, with the patient to see the hcp in 2 weeks following (B)(6). The issue remains unresolved. No further complications are anticipated.